Manufacturer narrative:
Findings: pump was received with motor error alarm during basic occlusion test and unable to prime at 4 pounds during prime/a33 test due to protruded/loose drive support disk. Motor passed motor test. Unit passed no delivery test and no excessive no delivery error alarm noted. Unit had missing end cap sticker, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 130 mg/dl at the time of the call. The customer stated that they received a no delivery alarm as well. The customer stated that they had received a motor error alarm twice within a week. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.